Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay and broken belt clip rails. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Customer stated that insulin pump was exposed to water in past and there was fluid in insulin pump. Customer stated that they were in swimming pool but after that insulin pump was working fine but they received critical pump error on next morning. Customer reported that they received open book image on the insulin pump screen. The customer stated that insulin pump keypad was bot responsive. No harm requiring medical intervention was reported. The device will be returned for analysis.